Event description:
It was reported that shortly after implant, the patient developed a hematoma. The device was explanted. Months later, the patient experienced syncope, and a new device was implanted without complication. The patient was stable after the procedure.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.